Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) medial segment of the lead was returned and analyzed. The distal conductor was fractured. All conductors were stretched; proximal conductor fractured (overstress); outer insulation breached cut; lead was stretched and there was apparent explant damage. Cannot determine where the anchor sleeve was located at this time.

Event description:
It was reported that the right ventricular lead had high thresholds, high impedance, dislodged and had an apparent fracture. The lead was capped and replaced and then later removed due to reported erosion and pocket infection. No further patient complications were reported as a result of this event.